Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the white display was verified to defective lcd display. The lcd display was replaced to remedy the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.